Manufacturer narrative:
(B)(4)

Event description:
A resolute integrity drug-eluting stent was implanted during a revascularization of the lad. A dissection occurred during the revascularization. No intervention reported.